Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) investigated the device. However, omsc could not reproduce the reported phenomenon. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. The signal from the video system center was cut off due to a partial disconnection of the cable. Aging deterioration may have caused a temporary malfunction of the circuit board because over 7 years have passed since the device was manufactured. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. Olympus repair center checked the device's appearance and confirmed that there were some broken parts. Olympus repair center could not confirm the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
During the preparation for use, the user found that the endoscopic image on the monitor became a blackout when the user used the device in combination with two cv-190 and 3dv-190 (these are the video system center). There was no problem with the main monitor, however, the sub monitor and wall input had problems. This phenomenon did not occur every time but occasionally. The user reconnected the cable and the phenomenon was resolved. The user completed the procedure with the device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.